Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter as catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigation findings: since no device, imaging studies or hospital or medical records have been made available the exact root cause for what caused the alleged difficulty to release the filter and filter perforation are unknown. Difficult to release and perforation are known risks in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications. The exact root cause for the alleged difficult to release the filter and perforation/torn multiple holes in ivc cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "on or about (B)(6) 2015, [pt] underwent a surgical procedure to have an ivc filter implanted at (B)(6)." Physician allegedly states "he deployed the filter in direct compliance with the directions for use included with the labeling material." It is alleged that "despite proper deployment efforts... The filter failed to properly deploy. Physician allegedly explained that "with pressing of the deployment trigger there was no springing deployment action of the filter... I felt this might represent a mechanical problem with the filter and elected to attempt retrieval." "Given the failure to properly deploy, the device could only be retrieved through an invasive open surgical procedure." Physician's notes allegedly "reflect that upon entering the abdomen he discovered that the filter had perforated/torn multiple holes in [pt's] vena cava." Patient outcome: it is alleged that "[pt] suffered and continues to suffer from serious physical and emotional pain, economic loss, and disfigurement"

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "on or about (B)(6) 2015, [pt] underwent a surgical procedure to have an ivc filter implanted at (B)(6).¿ physician allegedly states ¿he deployed the filter in direct compliance with the directions for use included with the labeling material.¿ it is alleged that ¿despite proper deployment efforts . . . The filter failed to properly deploy. Physician allegedly explained that ¿with pressing of the deployment trigger there was no springing deployment action of the filter . . . . I felt this might represent a mechanical problem with the filter and elected to attempt retrieval.¿ ¿given the failure to properly deploy, the device could only be retrieved through an invasive open surgical procedure.¿ physician's notes allegedly ¿reflect that upon entering the abdomen he discovered that the filter had perforated/torn multiple holes in [pt's] vena cava." Patient outcome: it is alleged that "[pt] suffered and continues to suffer from serious physical and emotional pain, economic loss, and disfigurement"

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'difficult deployment, vena cava perforation; migration; difficult retrieval'. Cook will reopen its investigation if further information is received. The exact reason for the reported deployment difficulties cannot be determined. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to adverse event and product problem. D6) implant date corrected from (B)(6) 2015 to (B)(6) 2013. D7) explant date corrected from (B)(6) 2015 to (B)(6) 2013. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 04/05/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2013 as prophylaxis prior to hip surgery due to history of dvts. The device was retrieved on the same day visa open surgery due to alleged incorrect deployment and migration. The plaintiff alleges migration, vena cava perforation, blood loss, pain, weakness, and postponement of planned hip surgery.